Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer report number: 2938836-2017-18141. It was reported that during a follow up visit lead dislodgment issue and lead noise episodes in correspondence of the p-wave issue was observed on the lead. Patient underwent a mitral valve surgical procedure and physician suspects the issue is related to the surgical procedure. No fluoroscopy was performed. During a follow up visit lead noise or oversensing issue was no longer visible. Electrical measurements were stable. Patient was stable and no complications occurred. Patient will be followed up closely.